Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose decreased to 48 mg/dl last night after a walk. She treated with orange juice and her blood glucose went up to 74 mg/dl. Troubleshooting was declined for the low blood glucose. The customer mentioned that the sticker came off of the insulin pump. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. The pump had a missing end cap sticker and a cracked reservoir tube lip.